Event description:
A customer contacted haemonetics on (B)(6) 2011 reporting an ortho pat machine blood spill and no power to device. No donor injury or reaction was noted. No operator injury reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 reporting an ortho pat machine blood spill and no power to device. No donor injury or reaction was noted. No operator injury reported. The device was evaluated on (B)(4) 2011 and a major blood spill with extensive damage was confirmed. Wiring and fuse holder burned. Electronic circuitry required replacement. The device was scrapped per recall. (B)(4).